Manufacturer narrative:
Additional information b5: medtronic received additional information that lactated ringer¿s solution and 5000iu of heparin were used in prime or during the case. The post-oxygenator pressure measured at the membrane outlet was 170mmhg. The customer used 480 seconds as the therapeutic target during cpb (cardiopulmonary bypass). The initial act value was 643 seconds, and the subsequent values during cpb were 606s, 898s and 488s. Arterial and venous temperatures ranged between 35 and 36. Eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was increased pressure of the extracorporeal circuit, which could have led to coagulation of some part of the circuit and could possibly have migrated to the patient. The customer reported that increased online pressure may lead to inability to generate cardiac output and v visualization of thrombi in the arterial cannula, without knowing the origin. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.